Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had displayed an error code 352.6700 when connected to pcu. There was no patient involvement.

Event description:
It was reported that the device had displayed an error code 352.6700 when connected to pcu. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, b, c, g codes and manufacturer narrative. Correction: manufacturing location. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the syringe module presenting a channel error code 352.6700 could not be determined since no devices or logs were returned for inspection. The facility only provided a photo confirming the reported incident, however, no other information could be gathered from the sample received. The facility provided a photo where it¿s shown a pcu module alarming a channel error code 352.6700 with the alleged suspect syringe module attached, confirming the reported issue, however, a through external inspection of the device could not be performed due to no devices being returned for investigation. A log analysis of the devices could not be performed due to no devices being returned for investigation. Testing of the devices could not be performed due to no devices being returned for investigation. The alaris user manual (v12.1) states that for bd alaris¿ pump module, ensure that the tubing guide arm is not missing and that it opens when the pump module door opens. The tubing guide arm is a small component inside the door that helps guide the tubing into the air-in-line sensor. If the tubing guide arm is missing or broken, a nuisance air-in-line alarm can occur. If there is a failure, send the pump module to bd for repair. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the syringe module presenting a channel error code 352.6700 could not be determined since no devices or logs were returned for inspection. The facility only provided a photo confirming the reported incident, however, no other information could be gathered from the sample received. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.